Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly for the past two weeks. Review of the customer most recent charge via pump history during troubleshooting with tandem technical support was unable to confirm the reported issue. The customer¿s blood glucose level was 106 (mg/dl). The customer declined to upload the pump data logs for review.